Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported failure to advance could not be replicated in a testing environment as it was based on operational circumstances. The investigation determined the reported failure to advance and additional therapy/non-surgical treatment appears to be related to the circumstances of the procedure. Based on visual and dimensional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a perforation in the left circumflex artery. A 2.80x26mm graftmaster stent system was advanced in an attempt to treat the perforation, however, it could not navigate the anatomy from the left main to the left circumflex artery because it was too long. The 2.80x26mm graftmaster stent system was removed from the patient anatomy without issue. A 2.80x16mm graftmaster stent system was used to successfully treat the perforation. There were no adverse patient sequela and no clinically significant delay in the procedure. The patient was fine and discharged from the hospital. No additional information was provided.